Manufacturer narrative:
(B)(6). Device evaluated by manufacturer: the device was returned for analysis. Visual inspection was performed. Main coil was returned for this complaint. The main coil was inspected and it was kinked and severely stretched. No more damages were observed. Microscopic inspection was performed on main coil. The zap tip has a smooth surface. The interlocking arm was detached. Dimensional inspection on main coil revealed that the number of distal fiber bundles, number of proximal fiber bundles, zap tip od (outer diameter) and primary coil od were within specification.

Event description:
Reportable based on device analysis completed on 10feb2022. It was reported that the device was prematurely deployed from the image catheter. The target lesion was located in the gastric venous. A 8mm x 40cm interlock-35 coil was selected for use. During the procedure a great resistance was encountered. While withdrawing, it was noted that the device was detached inside the image catheter so, they pulled out both image catheter and the coil together. The procedure was completed with another of same device. No patient complications were reported. However, device analysis revealed that the interlocking arm was detached.